Event description:
It was reported by service report that the patient right side rail spindle broke away from the frame exposing sharp edges and the side rail cannot be latched up. No patient involvement or adverse consequences are reported.